Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms occurred during the load sequence and during insulin delivery. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer reset the pump and re-loaded the cartridge to resolve the issue.